Manufacturer narrative:
(B)(4).evaluation of the incident grounding pad found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient received a 3rd degree burn at the grounding pad site on the front of the thigh during an rf ablation procedure. The burn was treated with ointment and gauze dressing.